Event description:
It was reported that during an MRI on (B)(6) 2012, the patient felt warmth in her back. The MRI was stopped. The reporter stated that the patient was currently non-symptomatic, and was deciding if she should have the system explanted before proceeding with another MRI. It was noted that the device "was checked." It was noted that impedances were checked a week or so before the MRI. The reporter stated that the patient was currently experiencing additional symptoms of anxiety due to ancillary health issues. Two weeks later, it was reported that there was "no plan" about the device at this point. It was noted that the patient had a few other medical issues not related to her pain or implants that were taking priority. It was noted that an impedance check was done prior to and after the MRI with normal range results. The reporter stated that the patient was doing well, and there were no symptoms after the scan. It was reported that the patient was currently using the system as needed for her pain with no adverse reactions. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial#(B)(4), product type: programmer. (B)(4).